Event description:
During evaluation of a returned homechoice device, a high drain error 107 (night drain cycle seven) alarm was identified in the log (includes any standard mode therapy where the patient drain volume exceeds 200% of the maximum prescribed cycle fill volume). The alarm occurred on (B)(6) 2013 at 17:18:14. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The high drain 107 (night drain #7) event was confirmed through an event history log review. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.